Manufacturer narrative:
Event date, implant date: dates estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title: impact of right ventricular dysfunction on outcomes after transcatheter edge-to-edge repair for secondary mitral regurgitation.

Event description:
This is filed to report heart failure and recurrent mitral regurgitation. It was reported through a research article that 817 underwent edge-to-edge transcatheter mitral valve repair (tmvr) for severe secondary mitral regurgitation (smr). Follow up was performed with two years of the procedure. The implanted mitraclip may have caused or contributed to heart disease and recurrent mitral regurgitation (mr). Additional information is the attached article, titled ¿impact of right ventricular dysfunction on outcomes after transcatheter edge-to-edge repair for secondary mitral regurgitation.¿ no additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part/lot information regarding the complaint devices were not provided. Based on the information reviewed and due to the limited information available from the article and the article covering multiple patients, a cause for the reported recurrent mitral regurgitation (mr) and heart failure cannot be determined. However, mitral regurgitation and heart failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.